Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type lead. Product ID 977a260 serial# (B)(4). Product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had no problems with their stimulator, but they were having some back pain near the ends of the leads in the epidural space. The patient was not sure if the back pain was related to the device or therapy, but they reported that it was getting worse over the last couple of months. Additional information received from a healthcare professional (hcp) on (B)(6) 2017. It was reported than an MRI was related to the patient's device or therapy. The hcp was checking for a possible lead migration. Additional information was received from the patient on (B)(6) 2017 indicating that they made their manufacture representative (rep) aware of their issue a couple months ago. The patient was having an MRI to check on a suspected problem with the lead. They were trying to determine if the lead placement was creating a problem with their spine as they were having back pain at the top end of the lead where it is implanted. They could not really tell with the x-ray that was taken so they were doing an MRI to see what was causing the pain and are just trying to make sure if it is the lead itself. If it was not the lead they will probably move on from there. At first the pain was very slight but it has gotten worse. The rep was made aware of the issue because they were at the doctor¿s appointment and did reprogramming of the stimulator. The patient spoke to their rep about the MRI a couple weeks ago but they were calling patient services to get help putting the device into MRI mode. Patient services walked the patient through putting the device into MRI mode which showed full body eligible. Additional information was received from the rep on (B)(6) 2017 indicating that they were not made aware of a lead problem with the patient. No further complications were reported/are anticipated.